Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42522400714, articular surface, lot # 62957509, 42500006402, femur cemented, lot # 63239724, 42532007102, tibia cemented, lot # 63295727, 42540000032, patella, lot # 63314563. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04627, 3007963827 - 2019 - 00305, 0002648920 - 2019 - 00780, 0002648920 - 2019 - 00781, 0001822565 - 2019 - 05301.

Event description:
It was reported that approximately 3 years post implantation, the patient has been experiencing pain, swelling, and instability. Attempts have been made and no further information has been provided.